Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the evercross pta balloon catheter. It was reported the physician was unable to deflate the balloon due to a blockage. The balloon was deflated using a pressure pump and removed from the patient. No injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.